Manufacturer narrative:
There is one event (death) for the same patient involving three separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiopulmonary arrest event on or about (B)(6) 2008 and subsequently expired after the use of the product.